Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "pca cord disconnected" message. There was no patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Visual inspection was performed and found no damage or cracks. During analysis, customer's stated problem was not verified. Inspected the pump and performed functional test and it passed. Unable to duplicated stated problem. However, in the event log it showed "high alarm displayed: pca dose cord button stuck". Service recommended that the printed wire assembly (pwa) board port only. Service replaced microprocessor board port to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.